Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of 125 ohms. No additional adverse patient effects were reported. Additional information was received indicating that the ICD delivered inappropriate anti-tachycardia pacing (atp) which accelerated the patient's rhythm from a normal sinus rhythm into a ventricular tachycardia (vt) which self terminated. The inappropriate atp was caused by crosstalk oversensing. It was noted that a large portion of the right ventricular (rv) lead is in the atrium, and they plan to extract the lead and implant a new rv lead in a better position. It was also noted that the right atrial (ra) lead was turned off due to a malfunction, with the ra lead having high, out-of-range pacing impedance measurements of greater than 2500 ohms. No additional adverse patient effects were reported. Additional information was received indicating the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead was returned severed approximately 90 millimeters from the terminal end. The damage was done with a cutting tool, likely explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.